Event description:
Pt consented to have placement of an essure sterilization device bilaterally into her tubes. This was done with hysteroscopy and local anesthesia and vicodin. The r tubal ostium was visualized and the device advanced into the tube, there was a small flap of tissue that then blocked the tubal ostium and at that moment, we could not visualize the ostia but thought our device was still in the tube, so the device was deployed. Once deployed, it was obvious that it was within the uterine cavity, not the tube. The l tubal ostium was easily seen and the device deployed under direct vision into the tube. The r tubal ostium was then visualized again and the device placed in the tube - this time we were able to visualize it the entire time, and the device was correctly deployed. I did not have the appropriate instrument to remove the extra deployed device, but told the pt it would likely pass on it's own over the next 2 weeks with her menses. She had a menses and did not pass the device. Route: intra-uterine, dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: sterilization.